Manufacturer narrative:
The insulin pump was received with broken battery tube threads, minor scratches on the liquid crystal display window, cracked reservoir tube lip, scratches on the reservoir tube window, stained end cap sticker and a loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sustained cracks to the battery compartment. It was unknown whether the insulin pump had been bumped or dropped leading to the damage. The customer's blood glucose was 188 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.